Manufacturer narrative:
Manufacturing date: july 09, 2011. Manufacturing location: (B)(4). Business group: power tools. Device 03.501.080/ 7584770 is a batch number controlled product, therefore no service history record review is possible. Device history record (DHR) review results: no non-conformance reports, rework or other relevant quality notifications were referenced in the device history record. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The conclusion of the DHR review is that the final product, met inspection requirements, certification test values, and acceptance criteria. A product investigation was completed: the investigation is based on review of service pack received by the service center. The following failure has been reported: upgrade and noted lever has seizing marks, runs very poorly. The service technician noted the action taken as exchange, replacement. The functional testing has been performed in accordance with the service manual. The device was returned to the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: no patient involvement reported. Event date: unknown. Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during servicing on the device, the technician noted the lever has seizing marks and runs very poorly. There were no injuries, patient user involvement or surgery delay or medical intervention reported. This is report 1 of 1 for (B)(4).